Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Oon (B)(6)2019 when the recipient returned from school, he was no longer able to hear with the device and an accident/trauma was suspected. He was brought in to have the device checked.

Manufacturer narrative:
Based on the received information, a damage to the active electrode due to the indicated trauma appears very likely. However to determine an exact root cause device investigation would be necessary. No date for possible further steps are available for now.

Event description:
On (B)(6) 2019 when the user returned from school he was no longer able to hear with the device. He was brought in to have the device checked. An incident or accident/ trauma was indicated.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2019 when the user returned from school he was no longer able to hear with the device. He was brought in to have the device checked. An incident or accident/ trauma was reported.